Event description:
This customer obtained passing results on the beckman coulter access 2 instrument and the access hybritech psa calibration kit. The customer obtained a passing hyb-psa calibration curve using a calibrator kit that contained two s4 standard vials instead of one each of the s4 and s5 standards. The customer reviewed patient results back to the last known good calibration and did not find any erroneous results. However, the potential exists for erroneous results to be generated on a skewed calibration curve obtained via using incorrect standards. A definitive root cause has not been determined to date for the inclusion of the two s4 calibrator vials in the hyb-psa calibrator kit.

Manufacturer narrative:
(B)(4).